Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-00183. It was reported that the patient had pain at their ipg site. In turn, the patient underwent surgical intervention on (B)(6) 2018 wherein the ipg was repositioned. The pain resolved following the procedure. Since it is unknown which ipg was repositioned due to the pain, both devices are being reported.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2019-00183. Further gfe identified that this ipg was not involved in the surgical intervention previously reported.